Event description:
It was reported that during a radiofrequency ablation (rfa) procedure, the injection electrode was inserted full-length into the patient due to the patients obesity with no issues however, when the injection electrode was removed, part of the needle remained in the patient. The procedure was prolonged by ten minutes wherein the surgeon made an incision to remove the remaining part of the needle under local anesthesia. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned injection electrode revealed that the cannula had become detached from the electrode. X-ray imaging that was taken revealed that the electrode had approximately half the adhesive length compared to control units that were inspected. Engineers concluded that the inadequate adhesive was due to the adhesive-filling and curing steps required during the manufacturing process not being adequately followed and was therefore a manufacturing deficiency.

Event description:
It was reported that during a radiofrequency ablation (rfa) procedure, the injection electrode was inserted full-length into the patient due to the patient's obesity with no issues however, when the injection electrode was removed, part of the needle remained in the patient. The procedure was prolonged by ten minutes wherein the surgeon made an incision to remove the remaining part of the needle under local anesthesia. The patient was doing well postoperatively.